Event description:
Additional information received indicated that analysis findings confirmed the ipg exhibited normal device characteristics and confirmed the device depleted normally. Patient last had therapy in (B)(6) 2021.

Manufacturer narrative:
Based on the additional information received, the device meets expected longevity. There is no device malfunction. Hence, this event does not meet the reportability criteria.

Event description:
Additional information received indicated that the patient's ipg was explanted and replaced on (B)(6) 2021.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Event date is unknown. During processing of this complaint, attempts were made to obtain complete event and patient information. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's ipg began displaying end of life messages prematurely.